Event description:
The customer tested her blood glucose using her contour and elite meters. The contour meter read 137 mg/dl, while the elite meter read 54 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.